Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) was in last fill and the home patient (hp) had 3 bags connected. All bags were empty. The baxter technical service representative (tsr) had the home patient (hp) cycled power. The tsr reviewed the alarm. The alarm cleared. There was no patient injury or medical intervention, but there was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The cg reported that the issue was resolved by ending therapy on the cycler and completing with manuals. The cg did not know why the bags were empty that night. Per cg, there were no loose connections, (unintentional) disconnections or defects on the supplies. The cg stated that she discussed the alarm with their nurse. Per cg, the home patient (hp) did not have any injury or harm as a result of this incident. The cg stated that she is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.